Event description:
It was reported that the patient was not waking following a revision procedure (reported in MFR# 3006630150-2023-03383). The patient was taken to the emergency room (ER) to rule out stroke and was given narcan. No further information could be obtained despite good faith efforts.